Manufacturer narrative:
The customer reported that during the cortical phase of a procedure the reflux did not work. No system message was generated by the system. Additional information noted that the procedure was completed as planned. The company service representative examined the system. The reported event was replicated due to a non-conforming footswitch cable. The footswitch cable was replaced. The system was the tested and met all product specifications. The system was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the non-conforming footswitch cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the cortical phase of a procedure the reflux did not work. No error message was generated by the system. Additional information received indicates that the procedure was completed as planned, replacing footswitch with a cable available in the operating room